Event description:
A physician reported a pt who was treated on 9/10/96 in the glabella and nasolabial folds. During treatment to the right nasolabial fold, the physician observed that the needle had "disengaged" from the syringe; collagen material splattered onto the pt's clothing. Treatment was discontinued, and resumed with another syringe. No injury occurred to the pt. This event is being reported as an MDR because it could result in a serious injury if it were to recur.